Manufacturer narrative:
Product complaint #: (B)(4). This is one of five products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2019-00916, 3008114965-2019-00917, 3008114965-2019-00918 &3008114965-2019-00919. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer.

Event description:
Event description: this complaint is from a literature source. As reported in the literature publication entitled, ¿endovascular embolization treatment of intracranial aneurysms with trufill dcs¿ 1 patient with ruptured aneurysm who underwent endovascular coil embolization has experienced intraoperative aneurism rupture, which was internal carotid artery-post-communicating aneurysm. After surgery, the patient had hemiplegia. Objective: to summarize the experience in the endovascular embolization treatment of intracranial aneurysms. The embolization techniques and prevention of the complications were discussed. Methods: twenty cases with 22 intracranial aneurysms embolized with trufill dcs were retrospectively analyzed from october 2005 to december 2006.